Manufacturer narrative:
Initial.

Event description:
It was reported that the user was instructed by a trainer to perform a full reset on the ilet pump due to meals maladapting after the user began announcing smaller meal sizes following a reduced-carbohydrate diet, which constituted an incorrect procedure related to meal announcements and involved the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to meal announcement technique within the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.